Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant iis stent graft system was implanted during a chevar procedure as part of the enchant study. A non mdt renal stent was used as the chimney. Etlw1620c156ee was implanted in the left internal iliac artery (first device from proximal to distal) and etlw1616c156ee implanted in the right iliac artery. It was reported approximately 2 years post the index procedure, an iliac rupture of the right side was identified. No intervention was performed but prolongation of an existing hospitalization occurred. The site assessed the rupture as not related to the aneurysm, device, renal stent or study procedure. The sponsor assessed the aneurysm rupture as not related to the study procedure and as having a possible relationship to the endurant iis device(s) and not related to the non mdt renal stent. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.